Event description:
It was reported that during a cardiac ablation procedure for pulmonary vein isolation, the pscc100 pulseselect catheter was used for the initial ablation, but 3d mapping revealed that pulmonary vein points remained, indicating incomplete ablation. The procedure was subsequently completed using cryoablation. The patient experienced a post-operative fever. Further treatment was required to treat the fever. The patient's hospitalization was extended as a result of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 2af283 (lot: 23727); product type: 0624-arctic front catheter product ID 106e2 (serial: (B)(6); product type: 0628-console spare parts product ID 2ach20 (9622975); product type: 0623-achieve catheter product ID pscc100 (0012806926); product type: 0609-catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.